Event description:
It was reported by service report that the intermittent power and aux power cords ground prong was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ground prong.